Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 400 mg/dl. The customer stated that the device was exposed to water. The customer reported that they were playing with some super soakers. Customer stated that the device display went blank immediately after the pump exposure to moisture. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated that his blood glucose were high because he had to go off the device.